Event description:
It was reported by getinge fse that during a pre-use inspection when the device is turned on the cardiosave intra-aortic balloon pump (iabp) displayed power-on control error code 3. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation e1(event site name): (B)(6). Due to character limitation e1(event site address): (B)(6).

Manufacturer narrative:
Updated fields: e1, h4.

Event description:
N/a.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error, there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a.